Event description:
The patient contacted lfs (B)(4) on (B)(6) 2012 alleging that his one touch ultra easy meter does not power on. The patient mentioned that the alleged issue began on (B)(6) 2012 . Due to the alleged issue the patient was unable to test his blood glucose. During the late morning of (B)(6) 2012, the patient had developed symptoms of feeling dizzy, shaky and sweaty. The patient's wife noticed his symptoms and treated him with a snack. The patient felt better after treatment. The patient denied going to the hospital or seeking any other further medical attention due to the alleged issue. The patient was not tested on another device. While troubleshooting it was noted that there was misuse of the product and the alleged issue was resolved. The patient's meter was replaced. The complaint is being reported since the patient alleged that due to the meter not powering on, the patient was unable to test, developed symptoms suggestive of a serious injury and his wife treated him with a snack.

Manufacturer narrative:
Meter was replaced. The 510 (k) is k061118.